Event description:
On (B)(6) 2012, the pt underwent treatment of an abdominal aortic aneurysm with two gore excluder aaa endoprostheses. On an unk date, f/u imaging indicated an endoleak of unk origin. On (B)(6) 2013, the pt underwent successful treatment of a distal thoracic aortic aneurysm. At the conclusion of the procedure, imaging revealed a proximal type I endoleak on the trunk. It was reported the cause of the endoleak was disease progression. An aortic extender component was implanted for proximal extension intentionally covering one renal artery and partially covering the other. Final aortography showed resolution of the endoleak and the pt tolerated the procedure.